Manufacturer narrative:
The customer did receive a replacement breast pump. This issue with high suction in the pump in style breast pump is currently being investigated under (B)(4).

Event description:
At the time of the initial medwatch filing, the product was not received and evaluated. The product was received at medela on 02/15/2016 and evaluated by quality engineering on 04/11/2016. A product evaluation revealed that the device did not pass the vacuum test when tested with the laboratory's components; it was noted that the device's suction was high, not low, as the customer had originally reported.

Manufacturer narrative:
The customer was sent a replacement pump in style breast pump. On (B)(6) 2016, a medela clinician followed up with the customer. The customer emailed stating that she received the new pump and it is working well. She had been using a pump in style that she purchased in 2010 and used with 2 other babies, to pump when at work, and nurse at home, when she developed mastitis in (B)(6) 2015. She was treated with dicloxacillin and she switched to an ameda pump that was covered by her insurance. Her issues are now resolved. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
On (B)(6) 2016, the customer reported to customer service that her pump in style breast pump had low suction. She also reported that she was diagnosed and treated with a 10 day course of antibiotics for mastitis.